Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported an infection was present at the patient's implantable neurostimulator (ins) pocket site. Patient was admitted to the hospital and her system was explanted. Cultures were taken and were positive for (B)(6). Patient was treated with antibiotics and discharged to home.